Manufacturer narrative:
(B)(4). One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. No visual anomalies were noted. The results of the investigation concluded a short circuit was detected between the tip electrode and electrode 3, which may have resulted in the reported visualization issue. It is unknown if these findings contributed to the pericardial effusion. The log files were reviewed, indicating no ablation was performed and no anomalies were noted. The device met specifications prior to release from sjm manufacturing facilities as supported by a review of the device history record. Per the IFU, cardiac perforation is a known risk with use of this device.

Event description:
During a left sided ablation procedure, a pericardial effusion occurred. When a tacticath quartz ablation catheter was placed in the left atrium, the tip of the catheter was unable to be located intermittently on ensite velocity. Intracardiac echo (ice) revealed a pericardial effusion but the patient was stable, so a second tacticath quartz ablation catheter was opened to continue ablation of the pulmonary veins. The pericardial effusion had then progressed as noted by ice and a pericardiocentesis was performed which stabilized the patient. The patient remained stable and was later discharged home.

Event description:
It was reported to sjm that the tip of the catheter was damaged while crossing the septum and visualization difficulties occurred after entering the left atrium.

Manufacturer narrative:
(B)(4).